Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the ts were cut free from the suture. T1 is bent, t2 shows no abnormalities. The delivery needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended. Per the device instruction for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscal repair, t1 and t2 implants of the fast-fix 360 were simultaneously deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.